Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. The customer¿s blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any issues reoccurred.